Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during their automated peritoneal dialysis therapy. Reportedly, the home pt had disconnected their transfer set from the pt line of the homechoice set during a drain cycle. Per the home pt, they "lost" their minicap. When the home pt returned they reconnected themselves to the setup. Baxter's technical service center assisted the home pt in ending therapy early. No pt injury or medical intervention was associated with this incident, per the home pt and the home pt's nurse.